Manufacturer narrative:
Device evaluation is completed. The following fields are updated. The manufacturer became aware of a rep dreamstation auto CPAP device alleging waking up with dryness and having a difficult time breathing. Patient stated her mouth is extremely dry & her mucous is dried out and her mouth is opening up causing the air to leak out her mouth & drying it out, the heater plate is hot related to a dreamstation auto CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The third-party service center concludes that they couldn't confirm the customer's allegation. During evaluation secondary findings was observed. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Product brand name and remedial action init (rfb) are updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging waking up with dryness and having a difficult time breathing. Patient stated her mouth is extremely dry & her mucous is dried out and her mouth is opening up causing the air to leak out her mouth & drying it out, the heater plate is hot related to a dreamstation auto CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.